Manufacturer narrative:
No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm. There was no report of patient involvement.